Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw received does not match the part number of the packaging. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a distributor received an incorrect set screw in the packaging for the virage closure top. No patient was present.

Event description:
It was reported that a distributor received an incorrect set screw in the packaging for the virage closure top. No patient was present.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.